Event description:
The back up battery to the monitors depleted causing the monitors to shut off completely. It was able to replace the back up power supply and returned power to the monitors. The monitors were down for approximately 10-15 minutes. Staff inquiring about process for monitoring integrity of backup batteries in the monitors.